Event description:
Following a catheterization procedure, an angio-seal device was placed. During the stage of deployment where the colagen is tamped against the artery, the physician did not maintain tension on the suture, and subsequently collagen was pushed into the artery causing an occlusion. The pt was taken to the operating room where the device and the collagen were removed. The pt was discharged home, but later was readmitted for groin infection. The infection was treated with IV antibiotics, and the pt was again discharged home and remains without furhter difficulty or sequelae.